Manufacturer narrative:
This event occurred in (B)(6) .

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft3. Refer to the medwatch with a1. Patient identifier (B)(4) for information related to ft4. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on an e module analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
It was determined that a previous sample from this same patient was reported on manufacturer report numbers 1823260-2015-04531 and 1823260-2015-04532. Upon investigation of the previous sample from this same patient, it was determined that the sample contained an igm or an igm antibody-like interfering factor. This limitation is covered in product labeling. The same interfering factor is most likely present in the current sample.